Event description:
Boston scientific was notified that during an event gdc 10-soft synerg detection circuit was fed into a tracker excel- 14 microcatheter. After deploying the first couple of centimeters of the coil, a sudden resistance was noticed and the deployment was not possible. The procedure was successfully completed with another unit.